Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): distal conductor distorted. Investigator's comment: the helix will not extend or retract due to the distorted coil in the connector.

Event description:
It was reported that during the implant procedure the helix broke on the second attempt and the physician experienced positioning/fixation difficulties. The device was not implanted. No patient complications have been reported as a result of this event.